Manufacturer narrative:
The event of malposition of device and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of device and migration.

Event description:
Healthcare professional reported via nbir "device migration/implant malposition, correction of asymmetry, ptosis". This record is for the left side. Device was explanted and replaced.